Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider which stated the cause of the burning at the implant site was not determined. No further complications were reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the ins had been removed about 2 hours prior to report. They said the reason was that they were experiencing burning where the battery was. They said this started month prior, it was confirmed it started this year some time. They stated it felt like when you were a kid and someone would twist your arm and it was that kind of burning feeling, they had tried it with the stimulation off for one week and then on again for another week, but they still had burning even after they had it off for a month. It was noted it was especially bad if they were tired or something. They said when the ins was removed there was nothing wrong with the battery when they took it out, they thought it just wasn¿t positioned right. They said they felt a little electrical shock when they took it out, so they knew the battery was still working. They asked if the doctor knew why this occurred and they patient said they couldn't figure it out. They said that since having the device taken out, they hadn't been leaking, so they were just going to use vesevere, or whatever that pill is. Caller was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.